Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of lymphoma and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient's representative reports: swelling, 'continuous itching and sweating'. 300ml of fluid was removed from the right breast by aspiration in which bia-alcl was detected. Skin biopsies show reactive changes, nothing malignant. Breast MRI, mammography and ultrasonic examinations do not reveal any anomalies outside of the capsule. Patient's representative reports that there is "still a risk of recurrence which causes fear and sleeplessness" for the patient. The device and capsule was removed and a mastopexy was performed.